Manufacturer narrative:
Cause: without the defective device for return, it is challenging to conduct a detailed analysis.there are some similar device failures from other feedbacks and the cause analysis should be the same theoretically as below.1.we checked the all related DHR, including manufactured process records, fqc inspection records, ect, and no accuracy issue was found.2.the product has passed clinical validation .its performance meets the requirements.please note: clinical test data for electronic blood pressure algorithms are collected based on statistics and can cover most of the population.however, for individuals with special physiological conditions, such as those with common arrhythmias (e.g., atrioventricular block, premature beats, or atrial fibrillation), the algorithm struggles to identify standard fluctuation patterns.as a result, the effectiveness of this device for such users has not been established. Conclusion: this issue would not cause or contribute to a death or serious injury, not a MDR event.

Event description:
It was reported that a family member who needed to monitor their hypertension daily used this device (model w1101l, fotosy, amazon asin: (B)(4), but the device consistently provided inaccurate readings. It falsely indicated normal blood pressure values even during a hypertensive crisis.as a result, urgent medical treatment was delayed.the patient collapsed at home, was taken to the emergency room, and was later diagnosed with critically high blood pressure that required immediate intervention .